Manufacturer narrative:
Results: brake roller.

Event description:
It was reported by service report that the fowler would not raise or lower and the brake rollers were missing. It is unknown if there was patient involvement, however no adverse consequences are reported.